Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the light cover glasses was chipped and the adhesive was uneven. The down and left angle failed. It was also reported that the electrical safety test failed. The plug body was disassembled, no fluid ingress was evident within the plug body and the moisture indicators had not activated. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e315 scope error was received when using the evis lucera elite colonovideoscope. The issue was found during preparation for use. It was reported that there was no patient harm or delays as a result of this event.